Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional is cracked.

Manufacturer narrative:
Only one product was returned with the complaint for investigation. Visual inspection of the condition for the received articular surface provisional identified that the device had cracked in the area between the post and the locking bolt hole. Measured dimensions were conforming to print specifications. This device was manufactured in november 2004, with an approximate field age of 11 years 6 months, and has been used in an unknown number of surgeries. No other devices were returned with the complaint for review (follow up identified the other 3 parts were scrapped on site); therefore, the condition of the other components is unknown. This device is used for treatment. A product history search was performed on the product part and lot number and identified no other complaints for this device lot number. The part and lot numbers of the other provisionals are unknown; therefore, a product history search for related complaints could not be conducted. Per the instrument/provisional use and care package insert, instruments should be carefully inspected prior to each use and should not be used if damage or wear is noted that may compromise the function of the device. The package insert also states that polymer provisionals may show eventual surface degradation from the heat and chemicals used in cleaning and steam sterilization. A definitive root cause cannot be determined with the information provided for the unknown cracked and fractured provisionals; however, the returned cracked device from this specific lot appears to have cracked from wear and tear from use.